Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a temperature alarm after walking in cold weather. The customer cleared the alarm and resumed insulin delivery successfully. Reportedly, the customer did not know if blood glucose level was impacted because blood glucose was elevated before the alarm occurred.